Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Case description continued: balloon tamponade was performed via inflation of a 3.5x20mm trek balloon to 6 atm, temporarily stopping the extravasation (with the balloon remaining inflated). An emergent pericardial window was created, the pericardium was successfully drained with placement of a chest tube, the patient was given epinephrine, and the patient stabilized. The 3.5x20mm trek was then deflated and retracted along with the guide wire, an unspecified 35cm 8fr sheath and an 8fr non-abbott gc were advanced via left femoral access, then a 3.5x16mm rx graftmaster covered stent system was advanced to the perforation, across both xience alpine stents, then deployed at 17 atm. As the graftmaster was malapposed, there was still some extravasation. Thus, the graftmaster was post-dilated with a 3.75x15mm nc trek balloon inflated to 20 atm several times for 5-minute durations, ultimately sealing the perforation and concluding the procedure. The femoral artery was closed successfully using a 6fr perclose proglide device. Hypothermia protocol was initiated to address cardiac arrest, the patient was placed in the cardiac intensive care unit (cicu). While in the cicu, epinephrine (10mcg/min) was continued, a large amount of blood passed through the chest tube (suggesting hemorrhage), blood products were transfused, and max doses of epinephrine and phenylephrine were started. Despite vasopressor therapy, hypotension escalated, hemorrhaging continued, and the patient entered ventricular fibrillation arrest. CPR was administered, but the patient expired hours after the procedure (the same day) due to hemorrhagic shock as a result of the rca perforation with cardiac tamponade. In the opinion of the physician, it is not known if the graftmaster contributed to the aforementioned adverse patient effects and death; it is possible that the perforation site developed recurrent bleeding, but this was not confirmed as an autopsy was not performed. No additional information was provided. Concomitant products: guide wire: prowater flex 180cm. Guiding catheter: 8fr al1, 6fr al1; turnpike spiral catheter; 5.5fr guideliner. Stents: 3.0x38 xience alpine; 3.5x38 xience alpine. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Cine images were received and reviewed by an abbott vascular clinical specialist who concluded the following: the reported malposition of the graftmaster stent with continued extravasation and balloon post-dilatation were all confirmed. However, the perforation was further treated via placement of an unspecified proximal stent and subsequent bleeding is then noted. The reported patient effects of death, hemorrhage, hypotension and ventricular fibrillation are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. Additionally, it was reported that the graftmaster was deployed with a maximum pressure of 17 atm. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience alpine 3.5x38, device referenced in b5 and d11 is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) in the mid right coronary artery (rca). Multiple dilatations were performed and a 3.0x38 xience alpine crossed and was deployed at 11 atmospheres (atm), followed by post-dilatation to 18 atm. A 3.5x38mm xience alpine was then advanced and deployed at 11atm, proximally overlapping the 1st stent then post-dilated to 18atm. A post-stent angiogram revealed a large free perforation of the mid rca with extravasation into the pericardium that was reportedly caused by the 3.5x38 (not the 3.0x38) xience alpine stent. Reportedly, there were no other device issues or adverse patient effects related to the 1st implanted 3.0x38mm xience alpine stent. The patient developed pulseless electrical activity (cardiac arrest), requiring cardiopulmonary resuscitation (CPR) and intubation.